Event description:
A malfunction was reported on the pump while the healthcare provider was uploading it at the office. There was no adverse impact to the customer's blood glucose level. Customer support provided information on resetting the pump and assisted the caller in performing the reset. The malfunction code did not recur afterward, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.